Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted and replaced due to a sudden increase in threshold and impedance immediately after the wound was closed. During a revision procedure the lead was placed in the lbb area and removed due to micro dislodgement. The lead could not be advanced smoothly through the guiding sheath. It was decided to use a new lead which was positioned in the septal area, without lbb-area pacing.